Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the hose of the device ruptured. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. A review of the device history was performed and no non-conformance's were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation of the motor device, it was determined that the hose of the device had ruptured. It was further determined that the device failed pretest for hose verification. It was noted in the service order that the motor device hose was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.